Event description:
It was reported when the patient presented to the hospital for an unrelated procedure, myopotential oversensing episodes were observed. It was recommended to reproduce noise with deep breathing. Turning off the lfa filter was also recommended. No further information is available.